Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the pump had been explanted due to an infection in (B)(6) of 2012. The catheter was still implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Device returned for disposal only. Analysis was completed when received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Final analysis of the pump found pump/motor/gear train anomaly/corrosion.